Event description:
It was reported that during surgical use, after impacting the tibial and talar implants, the sample insert was inserted to check the range of motion and correct height selection of the final poly inlay. During removal with the inserter handle scissor/clamp (351-01-10) it was recognized that it was very hard to remove the insert from the joint and while the surgeon continued trying, the anterior holes for the inserter handle broke out. Event not associated with revision of exactech implants. No pieces of the device fell into the patient would site. No surgical delay/prolongation. Female patient was last known to be in stable condition following the event. No other patient information or medical history reported. Device will be returning.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the broken liner trial reported was likely the result of applying a bending moment to the scissor style inserter handle during an attempt to remove the liner trial from the joint space, which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the device was not available for evaluation. Section h11: the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.